Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the implant was removed due to an unknown reason, and it is not known if the device was replaced.

Manufacturer narrative:
Rod 1 and rod 2 were received for evaluation. Each of the rods were bent in four directions into approximately a 45-degree angle. Each time the rods were bent they maintained the flexed position. Each of the rods were bent in four directions into approximately a 45-degree angle. Each time the rods were bent they maintained the flexed position. The information received indicated that the implant was removed due to unknown cause, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
According to the available information, the implant was removed due to an unknown reason, and it is not known if the device was replaced.